Event description:
On 4/27/92 an ipp device was implanted. On 8/1/97 pt reported, he was revised on or about 11/4/93. "He alleges mechanical malfunction." Surgery info has not been provided at this time.